Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight, but it was not received.

Event description:
It was reported that patient underwent surgical intervention at an unknown date. In turn, for unknown reason the ipg was explanted.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information revealed that the patient was feeling discomfort at the ipg site. In turn, surgical intervention was undertaken wherein the ipg was explanted, resolving the issue.